Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple button alarms. The wake button was not function as intended despite troubleshooting attempts to free the button from it's "stuck" condition. The customer¿s blood glucose level was 140 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.